Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the axium prime coil experienced resistance in the distal part of the echelon 10 microcatheter during delivery and prematurely detached in the catheter after being unable to be detached. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ica. The max diameter was 6mm, and the neck diameter was 2mm. The patient's blood flow was normal, and their vessel tortuosity was moderate. It was reported that the coil was the second one used in the procedure. The coil faced some resistance while pushing, but it reached the target location. The coil was then unable to be detached using the instant detacher. After two attempts, the physician tried detaching manually. The coil still did not detach, so they tried to pull it back. On taking the pusher wire outside, the physician noticed the coil had not come along and must have been detached somewhere in microcatheter, which was later observed in fluoro. The microcatheter was pulled back and was flushed to retrieve the detached coil. There was no damage to the catheter, and it was used for further coiling. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Event description:
Additional information received reported that it was supposedly some challenge with detachment zone, since physician had trouble detaching the coil inside aneurysm both using detacher and manually as well. There was no kink/damage observed on the pushwire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519) with microscope, ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the axium prime coil and pushwire were returned within the inner pouch and outer carton; inside of a biohazard bag and a shipping box. There was no echelon 10 and instant detacher returned with the coil. ¿ visual inspection/damage location details: the implant coil was found to be detached from the pushwire. No damages were found with the implant coil. The shield coil found intact but stretched. The coin was not present against the lumen stop as it was pulling back. The pusher was found broken at the break indicator (manual detachment location); with the release wire pulling back; indicative of manual detachment attempt. The ai and coupler tubing were present and intact. ¿ testing/analysis: under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations (0.072mm @ 0.063mm; measured 0.084mm @ 0.127mm; measured 0.095mm @ 0.275mm) and found to be within specifications. The inner diameter of the lumen stop, and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00268¿ and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00460¿and found to be within specification. The detached element was in good shape and the detachment ball was measured to be 0.0038" which was found to be within specifications. All other subassemblies appeared to be normal, and no other anomalies were observed. ¿ conclusion: based on the analysis performed, the customer complaint was confirmed as the pushwire was returned with the implant coil already detached from the pushwire. The pushwire was found broken at the manual detachment location with the coin pulled back from the lumen stop. Pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. The cause could not be determined. Since the catheter and instant detacher were not returned; any contribution of the catheter and instant detacher to the reported issues could not be determined. Based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.